Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6); product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6); ubd: 20-may-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. The patient reported their communicator quit working yesterday and would not charge. The patient stated they have tried several different cords and outlets, but the issue was not resolved. The patient mentioned the cord has always seemed like it was kind of loose in the communicator port, but it has not been real bad and the cord has stayed in the port, but yesterday was when they noticed the issue. The patient confirmed the battery indicator lights were orange and green, but since the issue started, neither of those lights, nor the bluetooth light, are coming on anymore. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the communicator. The patient¿s communicator will not take charge and now bluetooth light will not come on despite trying other cords and outlets. The charging port appears loose to the patient. No patient injury reported.